Manufacturer narrative:
According to the available info this inflatable penile prosthesis was implanted on 11/18/96 and revised on 2/3/97 due to a "malfunction-reservoir." Requests for the explanted prosthesis and for add'l info surrounding this event have been made, however, to date neither the device nor the info have been received. Without the benefit of analyzing the explant and without the requested info, qa is precluded from commenting on the condition of the device or the events surrounding this incident. Should the explanted device or add'l info be received, qa will re-evaluate this event in accordance with procedures.

Event description:
The device was removed due to a "malfunction". As reported to co, the reservoir and some assembly kit component only were removed and replaced; leaving in place the cylinder from the pump/cylinder set, catalog #98181, serial#704847 from the initial implant surgery. 3/18/97-the hospital notified that their policy is to retain the explanted specimen for 14 days, after which time it is destroyed.